Event description:
On (B)(6) 2016 pt paged the vad emergency pager reporting a few instances of low power alarms. He reports that on (B)(6) in the middle of the night, he had an alarm that read "low power" which resolved without intervention. The same issue occurred on (B)(6) in the early morning hours but again resolved. On (B)(6) , he had another instance of low power and shortly thereafter a 4th instance where it said low power and "reconnect driveline." All 4 incidents occurred while connected to ac power. He reports feeling lightheaded and generally unwell during these events but denies any syncope or chest pain. He was advised to come to clinic for further eval. During the clinic visit, as soon as he was connected to our power module in order to obtain his log data, he experienced a red heart "change controller" alarm. He was rapidly connected to his back up controller, about 45-60 sec between alarm and being on the new controller and batteries. He experienced no alarms once connected to the back up controller and batteries. Pt reported dizziness, discomfort in his chest and a headache (he had endorsed having a headache all morning). He improved after lying down for 10min. Pt denied red heart alarms at home. He denied any continuing chest pain after the discomfort resolved s/p controller change and connection to batteries, denied sob, orthopnea, fevers, chills, n/v/d/c. Log files were sent to thoratec for analysis and pt got an x-ray of his driveline. The log files confirmed the timing of all reported alarms and showed a pump stop on (B)(6). Pt was sent home with an ungrounded cable until thoratec was able to further assess his driveline. The engineer from thoratec came to clinic on (B)(6) for potential external repair. Upon inspection of the x-ray of his driveline, it was determined that the damage was likely on the internal component of the driveline. After discussion with the pt, the decision was made not to perform an external repair and list the pt status 1a for transplant. Pt was instructed to continue to use the nongrounded cable and report any further alarms. Pt was transplanted on (B)(6) 2016.